Event description:
It was reported that during a routine follow-up appointment, two inappropriate episodes of anti-tachycardia pacing (atp) delivery were delivered due to over-sensed supraventricular tachycardia (svt). The physician elected to reprogram the therapy zone to resolve the event. At this time, the device remains implanted and no adverse patient effects were reported.